Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 133mg/dl. System check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula. During follow-up, the customer reported another occlusion alarm during bolus delivery occurred after changing the infusion set site multiple times. Tandem technical support advised the customer to change their cartridge and to allow the bolus to complete prior to the customer placing the pump back on their skin in order to avoid abrupt temperature changes to the pump.